Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to third-party service center for evaluation and the customer¿s complaint was confirmed based on a ventilator inoperative code found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. Additionally, the blower assembly also needs replaced due to an event error code found in the ventilator's downloaded error log, which was not related to the malfunction/issue.